Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was leaking during a procedure. There were no adverse consequences related to this event

Event description:
The user facility reported that the device was leaking during a procedure. There were no adverse consequences related to this event.